Manufacturer narrative:
January 08, 2016 08:05 am (gmt-5:00) added by (B)(6): (B)(4). According to the instructions for use (IFU): "[...] Connect the power cord to the device socket and the mains power outlet. Switch on the mains circuit breaker at the rear of the rotaflow console. Make sure the "external power" lamp on the front of the rotaflow console is lit. [...]" "[...] The rotaflow console automatically switches to battery operation if the external power supply is interrupted. Once external power returns, the system will automatically switch back to the external power supply. The batteries are charged automatically when the rotaflow console is connected to the external power supply. For power to be supplied from the mains, the mains circuit breaker at the rear of the rotaflow console must be switched on. Under normal load and with fully charged, new batteries, and a flow rate of 5 lpm, the rotaflow system can be operated for at least 1.5 hours with the battery back-up. [...]" "[...] Leave the mains circuit breaker at the rear of the rotaflow console switched on. Otherwise the batteries will not be charged. [...]" "[...] At a voltage of 19 v the system switches off automatically. [...]" Based on the information to the manufacturer at this time the event was caused by the user, due to not following the IFU and a malfunction of the device cannot be confirmed. The device operated as expected and the system of the fault protection reacted by displaying the low battery alarm as intended.

Event description:
On (B)(6) 2015 it was reported that it was not possible to charge the rotaflow. No patient was mentioned and after switching on the main circuit breaker, the user succeeded in charging the device. On (B)(6) 2015 information was provided that the event occurred during use on a patient. It was additionally reported that on (B)(6) 2015 at 4.00 pm, the patient was transferred to the scanner. During this transfer, no problem was noticed. But the medical staff did not check if the rotaflow was charging when the console had been plugged back in. During a second transfer to the operating room at 7.00 pm same day, the device began to display a "low bat" alarm. The medical staff replaced the power cable and changed the electrical outlet. The rotaflow console switched off and the emergency drive was used to support the patient. No clinical consequence was reported. (B)(4).